Manufacturer narrative:
Medical device lot #: actual lot number is unknown, however the customer suspects lots 21045987 (mfg: 04/14/2021 exp: 04/16/2024). Investigation summary: one sample was received for quality investigation. The customer complaint of tubing defective/damaged. Tubing balloons could not be verified. Visual inspection of the sample submitted did not indicate any damage to the silicone tubing of the pumping segment. Additionally, inspection of the remaining tubing did not indicate any further damages to the infusion set. Priming and further testing of the infusion set could not be conducted due to the drip chamber being cutoff the sample submitted. The customer was not certain of the lot number of the infusion set however they provided a possible lot number. A device history record review for model and lot number was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause for the issue could not be determined due to the issue not being replicated. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported gem v/nv 20d 1cv 2ss dehp free had tubing that ballooned. The following information was provided by the initial reporter: "issues with infusion pump tubing it is ballooning up. Has photos."